Event description:
In 2008, the pt reported that he programmed a 4.4 unit bolus and he received an e4 (occlusion) error on his infusion device. To troubleshoot, the pt was instructed to disconnect from his infusion site and to prime. He was able to do so without error. He then reconnected to the infusion site and completed the bolus without error. In the next day, the pt reported that he received another e4 while attempting to bolus 6.2 units of insulin. To troubleshoot, the pt was instructed to disconnect from his infusion site. When he removed the infusion site, he found that the cannula was slightly kinked. The pt inserted a new infusion site and bolused without error. The infusion site had been in use for 2 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.